Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that three weeks after implant, she had leg pain and her muscles kept getting tighter and tighter. She walked with a limp and if she adjusted stimulation it got tighter. The patient had pressure on the right side where the implantable neurostimulator (ins) was put it. She couldn¿t lay on her right side and any movement or lift caused the incision to come open. She was on antibiotics one time for five days when it first happened. There was no infection and there had been no change. The patient wanted the device removed.

Manufacturer narrative:
Product ID 3889-28, lot# va0uk9v, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported pain in the leg, stimulation at the end of her butt instead of the vagina, and the incision site "had been like an egg" since implant. The patient clarified that the area of stimulation that the patient felt was "somewhere that she would sit on a bicycle seat," which is the correct location of stimulation for the therapy. The patient left stimulation alone because she did not want her bowel symptoms to come back. The incision site reportedly "burst open" on (B)(6) 2015; the patient felt "something wet" when she got out of bed that morning and found "a mess right there." Additionally, the incision site had two "eggs" or lumps on each side of the incision each a little bigger than a nickel. The patient did not do anything because she could not see back there so she waited until (B)(6) 2015 to see the healthcare provider (hcp). The patient's incision was reportedly still "leaking." The hcp bandaged the incision up and gave the patient antibiotics. That day, the patient reportedly lost control of bowel. When the patient stopped taking antibiotics, the symptoms got better. Outcome remains unknown. The indications for use included fecal incontinence and gastrointestinal/pelvic floor.